Event description:
The customer states th at their lab used syringes to aspirate abbott ethanol controls from their vials and dispense the solution into sample cups for analysis. While dispensing control into a sample cup, the customer stuck their thrumb with the syringe. The abbott customer technical advocate faxed a msds to the customer. The customer is being tested for hiv, hcv and hepatitis b and received a tetanus shot. There is no impact to pt management reported.